Event description:
It was reported by pt's attorney that pt underwent left total shoulder arthroplasty in 2007. Post-operatively, a fracture of the humerus was noted and pt was revised the next day, wherein the humeral stem was exchanged.

Manufacturer narrative:
This report will be amended when our investigation is complete.